Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (b)(4. The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: while infusing taxol, the extension set filter was causing high pressure alarms. The back pressure generated by the extension set filter caused the chemotherapy to leak out of the vent of the drip chamber of the secondary IV set. The customer reported that this issue only occurs with taxol, but was unable to provide how many incidents had occurred. No injury reported.

Manufacturer narrative:
(B)(4). No samples were returned for evaluation in connection with this incident. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.